Manufacturer narrative:
The pacemaker remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative went to the nursing home to check this pacemaker the first time since it was implanted in (B)(6) 2017. At implant, the pacing impedance measurements on the non-boston scientific right atrial (ra) lead was 2,700 ohms. During the check, the pacing impedance measurements were 2,611 ohms. The measurements were high in both bipolar and unipolar configurations. The patient is also in atrial fibrillation. The measurements on the ventricular lead were in an acceptable range. Boston scientific technical services (ts) was contacted and discussed that programming the device to vvir is a consideration as the patient is in atrial fibrillation all the time and requires ventricular pacing. The field representative was to discuss the options with the physician. No adverse patient effects were reported.